Event description:
This procedure was performed in (B)(6). The procedure was sfa/pop atherectomy, via femoral artery access. While using this device it did not appear to be cutting with the same quality as a turbohawk usually would. It was difficult to hear the device cutting and it did not appear to cut through plaque. After 5 passes the device was taken out and cleaned using the usual cleaning procedure and steps. The surgeon completed several more passes and cleaned the device. After cleaning a second time and re-entering it was noticed that the black lining on the nosecone was coming away from the nose cone. There was severe emboli from this case and the physician had to perform an embolectomy, which caused a major time delay.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.